Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during lateral clavicular resection an error message "pressure fall" was received and the patient's shoulder joint is became full of water (the surgeon was not able to sees anything in the joint). The suction through the shaver does not extract fluid, which means that water only goes into the shoulder and not out again. The staff tried to resolve the problem, but was unsuccessful. The shoulder became very swollen because of this issue and this part of the procedure was terminated. The remaining part of the procedure (lateral clavicular resection) was performed as an open procedure and was completed as planned.

Event description:
Update on 10-dec-2025: further information was provided that an ar-6420, ar-6425 and an ar-6430 tubing was used during the procedure but then discarded. It was further reported that no additional treatment was performed.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. -one unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6) , was returned for evaluation. -the returned device was visually inspected and no apparent issues were noted with the device. -the returned device was assembled with an ar-6410 and ar-6430 pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine. Upon letting the pump run for 34 minutes, no issues were found. No changes in the pressure were noted during the time the machine was tested and no "pressure fault" message was reproduced during the test. -pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. -a clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. -pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 45 and 91, respectively. These results indicate no problem with pressure sensors. - it was noted during the test that the pump motor/rotating parts made a loud noise when running. The cause of this can be attributed to wear and tear of the motor, which is exhibited in the noisy motor and caused by extended usage in the field¿the device's manufacture year is 2015. -refer to investigation photos. -complaint allegation is not confirmed.